Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.

Event description:
Reportedly, artifact was observed on the atrial lead of the ICD. The lead and the ICD were explanted. The ICD will be returned for analysis. This case is associated to sorin lead complaint ref (B)(4).